Manufacturer narrative:
Concomitant medical products: product ID wr9220 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the cause of the difficulty maintaining connection to recharge was determined to be due to the recharger issue. The patient was able to successfully recharge with the new equipment. The approximate implant depth and location is half an inch and on the left below the iliac crest and lateral to the sacrum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they are not able to get their implant to charge at all. Pt states they tried leaving the recharger on their back for a few hours already and there has been no change in the battery. Pt states they were able to charge it from 30-40% the day before, which is the last time they actually saw the battery percentage but now it's just stuck on open loop. Pt confirmed they can feel where the implant is located. Patient services had pt initiate a charging session on the call. Pt currently did not have their belt with them. Pt states they move to 6 or 9 o'clock it goes to a screen that shows a range of numbers but if they moveto 12 o'clock or 3 o'clock it goes back to the original open loop screen where the battery is showing red and is seeing excellent connection. Patient services had pt do a hard reset on the recharger and reset the handset. Pt states they got the same screen. Patient will attempt to continue charging as is now that reset had been done to see if open loop screen switches back to a closed loop. Patient will call back if issue doesn't resolve. No symptoms were reported. Patient services consulted with tech services and called pt back to see if resetting recharger resolved issue. Pt states they continue to be stuck on the open loop screen after leaving it charging for 30 mins. Patient services ended up redirecting pt back to doctor for possible clinician reset. 2021-may-13 the manufacturer's rep called and is currently with patient who was unable to recharge their ins. The call was directed to ts (tech support) from mobility who pulled recharging logs. Currently the recharger app indicates excellent coupling and to recharge for 30 minutes. It has been on this screen for approx. 20 min. And patient indicated charging with this screen for approx. 2 hours. The ins charge level does not change from 0% charge (in the red). Caller does not have demo wr to see if another recharger is working. The recharging equipment was replaced. The caller also wanted to rule out anything to do with ins and requested additional logs be pulled if applicable. Transferred caller back to mobility for the communication log file to be pulled.